Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient suffered an accident and then lost stimulation. Diagnostics revealed high impedances. To address the issue, the physician explanted and replaced the patient¿s lead with a new model. Postoperatively, effective therapy was restored.

Manufacturer narrative:
Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.